Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The moderately tortuous lesion being treated was located in the right coronary artery (rca). The lesion was pre dilated with an apex balloon. The physician tried unsuccessfully to cross the lesion with a 4.0x24mm liberte bare metal stent delivery system (sds). When the device was removed from the patient it was noted that a stent strut was lifted up. The procedure was completed with a different device. There were no patient complications and the patient condition was listed as "good".